Manufacturer narrative:
Reported event an event regarding seating/locking issue involving a metal head was reported. The event was not confirmed. Method & results -product evaluation and results: the device was returned for evaluation. There is no obvious damage noticed on the device. The device is dimensionally within specification as per inspection completed by manufacturing engineer. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that during the surgery, the taper lock did not work when the inner head is attached. Even though it was driven in, it can be easily detached be hand. The device was returned for evaluation. There is no obvious damage noticed on the device. The device is dimensionally within specification as per inspection completed by manufacturing engineer. The exact cause of the event could not be determined. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The taper lock did not work when the inner head is attached. Even though it was driven in, it can be easily detached be hand. So another product was used.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The taper lock did not work when the inner head is attached. Even though it was driven in, it can be easily detached be hand. So another product was used.